Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the screen went blank. The customer reported that the screen had shown messages indicating memory loss and check blood glucose and alarmed before the screen went blank. The customer did not recall the blood glucose reading. After a while, the screen came back on and the customer reported that none of the memory was lost and that the settings were still correct. No product will be returned.